Event description:
The customer reported that during a procedure, the system displayed a regulator failure error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated and has not occurred again. The system was tested and found to be working as intended and put back into service.